Event description:
It was reported that a fracture of the atrial lead was sus- pected due to low lead impedance measurements, noise on the atrial channel and loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.